Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of ¿service technician found a burnt component on the main board.¿ the unit was triaged and the reported condition was confirmed. The unit was disassembled. Visual inspection of the main pcba found that component c167 had thermal damage consistent with a short. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit for service with no allegation of a complaint. Upon triage, the technician found a burnt component on the main board.